Event description:
It was reported that this brady lead was surgically explanted due to unknown reason. This brady lead was replaced with the same model. No additional adverse patient effects were reported.